Event description:
Legal counsel for the patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, bone/tissue destruction, dislocation and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records reports patient was revised due to metallosis. During revision surgery, a bulging abductor muscle was observed with tissue inflammation and irritation. In addition operative notes report, "at some point, either during the irrigation or just prior to the initiation of the pain cocktail injection, the patient went into a severe anaphylactic reaction, which was addressed by anesthesia." The head and cup were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported." Number 8 states, ¿dislocation and subluxation.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02546 and 1825034-2014-00328).